Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/03/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Complainant alleged that during patient use, the autopulse® platform continually displayed a "realign patient" message. The crew reverted to manual CPR (exact length of time not provided) during transport. Patient care was not affected because the crew reverted to manual CPR. Outcome of the patient is unknown, however, no adverse patient sequelae was reported. Customer also reported that after this event, the autopulse® displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the top cover was found to be cracked. During functional testing, the reported user advisory 7 (discrepancy between load 1 and load 2 too large) was observed. No further functional testing could be performed as a result of the advisory. Further inspection of the device did not identify any mechanical issues with the device that could have caused or contributed to the reported ua7. Load cell characterization test confirmed both load cell modules were functioning within specification. The platform archive was reviewed and multiple ua 7 codes were observed to have occurred on the reported event date of (B)(6) 2014. Based on archive data, the cause was determined to be a load imbalance of more than 20 lbs between the left and right sides of the load plate. In addition to the ua 7 codes, multiple ua 16 codes (timeout moving to take-up position) were also observed on the same date. Further evaluation of the platform identified that the ua 16 codes were due to the drive train motor brake rusting and seizing. It is known that in warm and humid climates, the drive train motor brake will seize if the platform is not powered on regularly. The observed corrosion and rust was removed and the brake gap was re-adjusted to specification in order to remedy this issue. Based on the investigation, the part identified for replacement was the damaged top cover. In summary, the reported complaint of the platform displaying a ua 7 code was confirmed during functional testing as well as archive review. Based on the archive data, the ua 7 was caused by a load imbalance exceeding 20 lbs between the left and right load cells. No mechanical issues were identified with the platform that could have caused or contributed to the ua 7 code. Multiple ua 16 codes were also observed and attributed to the brake gap rusting and seizing. It is known that in warm and humid climates, the drive train motor brake will seize if the platform is not powered on regularly. Following service, including replacement of the damaged top cover and servicing of the brake gap, the platform passed all functional test criteria.